Event description:
As per report from staff, upon entering the body during ablation, the physician and the tech noted that the catheter leaflet appeared damaged. During further cath lab leadership review with staff, the tech stated that the leaflets will not open or turn. Cath leab leadership reported to manufacturer representative that there had been a few product failure noted. As per representative, this might be a "bad batch".